Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, error 3 was displayed and the device became non-functional. The device was checked at our technical service and found that the ceramic oscillator was damaged. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was received with the mount loose. The hand piece was connected to a generator and evaluated with a test instrument. During functional testing it was found that phase margin was out of specification; however, this does not affect the handpiece performance and no error code was displayed during testing. The instrument was disassembled to inspect internal components and a torn acoustic isolator was found. No damage was found to other components. The phase margin out of spec and the torn acoustic isolator are not related to an error 3 issue. It is probable that the loose mount could have caused the reported error code 3.